Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle being outside of its sheath is inconclusive due to poor sample condition. One photo sample of a 5 fr powerpicc kit tray with kit components present was provided for evaluation. The introducer needle and sheath is shown besides the microez microintroducer in the tray. The introducer needle is shown outside of the protective sheath. The kit is shown to be open with components manipulated. The condition of the components of the kit prior to opening could not be determined from the photo. Based on the description of the reported event and photo samples provided, possible contributing factors include assembly or handling condition. Since the exact cause of the issue could not be determined from the photos provided, the complaint remains inconclusive at this time. A lot history review (lhr) of redy2933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC kit was opened and the needle was uncapped so it exposed the sharp.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy2933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC kit was opened and the needle was uncapped so it exposed the sharp.